Manufacturer narrative:
A pm was performed on the system. No additional problems noted. The system operates as intended.

Event description:
The customer reported the 9400 system is failing radiograph film shots above 80 kv. No pt injury was reported.